Event description:
Report received of a patient being oversedated due to operator error in programming the device. The pump was programmed with a concentration of 0.1mg/ml of dilaudid and not the intended concentration of 1mg/ml. It was reported that the patient was found unresponsive; however, patient was breathing on their own and had a pulse. The doctor was notified. The patient was given an unspecified dose of IV narcan, and reportedly responded to the narcan. The patient did not experience any adverse sequelae. Through requested, there was no further information available.